Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted because the patient developed an infection at the xyphoid incision. There was no sign of infection in the device pocket. The s-ICD system was explanted successfully. No additional adverse patient effects were reported.